Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report that the insulin pump alarmed battery out limit and after battery change, and the batteries were draining faster than normal. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 372 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was shipped a replacement battery cap. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.